Event description:
Outside packaging label does not match inside product label. Patient outcome: no adverse event reported.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Explant date - still implanted. Patient labels have been updated to correctly identify product used. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2014-00017 / 00018)

Manufacturer narrative:
Investigation into this reported event concluded that human error led to the mismatch between the product label and packaging labels. The product labels were, in fact, correct, however labels on the outer package were not. Correct chart labels were provided to update the patient files with the correct product used in surgery. Additional corrective action has been initiated to change the packaging of cellentra, eliminating the need to visually match the product/pouch to the box at time of shipment.